Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. Device evaluation: product testing could not be performed as the product was not returned and was discarded by the customer. Therefore, the reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed and no non-conformance report (nc) was found. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the insertion of the intraocular lens, model pcb00 25.5 diopter into a female patient¿s right eye (od), the lens folded and cracked. They had to cut the lens to remove it from the eye. After the lens was removed, the patient coughed and they had to perform a vitrectomy. It was indicated that the lens was not replaced, that the patient was left without an implant, aphakic and was transferred to (B)(6) hospital. It was noted that the patient is doing fine post operation. The lens was thrown away and is not available for return. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.